Event description:
After the surgery, the patient had a pain around the distal screw part and the distal screw was removed. After that, the patient had a pain again and it was found that the nail protruded into the joint because the fracture part was shortened. Another surgery was performed to replace the nail.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.